Manufacturer narrative:
(B)(4). Date of event unknown. Initial reporter: operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a leak was observed on a eva bag prior to patient administration. There was no patient involvement or adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional testing identified the reported condition as a large leak spraying water from the back face of the eva bag that would have been obvious if present during bag filling. Magnified inspection of the leak location identified a physical damage resulting in pinched eva and gouges. The insides face of the bag, opposite the physical damage, showed no sign of contact, indicating the damage occurred to the filled bag. The manual add port had been used/ spiked; as manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, and customer report that the leak was detected at the end user site prior to patient use, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.